Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was on a patient, and they were using a foley probe as their temperature source for the device. Nurse stated that patient temperature was jumping all over the place especially when nurse moved the cord. Also stated that they have rectal probe connected to the bedside monitor as well. The foley temperature would sometimes match the rectal temperature and then would fluctuate again. Nurse asking what could cause this. Mis informed nurse it could be an issue with the foley temperature probe or the temperature cable itself. Also informed nurse that they could try the foley probe on the bedside monitor to see if it reads accurately. If not, it might be an issue with the foley probe. Mis suggested nurse to connect the rectal probe to the machine and see if the patient temperature was stable. If the patient temperature continues to fluctuate with the rectal probe, it was most likely the temperature cable itself and they would need to find a new one. Patient was in a covid isolation room, nurse was unable to troubleshoot while on the phone, and did not have the device serial number.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device was on a patient, and they were using a foley probe as their temperature source for the device. Nurse stated that patient temperature was jumping all over the place especially when nurse moved the cord. Also stated that they have rectal probe connected to the bedside monitor as well. The foley temperature would sometimes match the rectal temperature and then would fluctuate again. Nurse asking what could cause this. Mis informed nurse it could be an issue with the foley temperature probe or the temperature cable itself. Also informed nurse that they could try the foley probe on the bedside monitor to see if it reads accurately. If not, it might be an issue with the foley probe. Mis suggested nurse to connect the rectal probe to the machine and see if the patient temperature was stable. If the patient temperature continues to fluctuate with the rectal probe, it was most likely the temperature cable itself and they would need to find a new one. Patient was in a covid isolation room, nurse was unable to troubleshoot while on the phone, and did not have the device serial number. Per follow up information received via phone on 18jan2023, nurse stated that they switched to a different probe, and device appeared to be working fine, and patient continued therapy. No patient injuries.